Event description:
The 3100a being used to ventilate this pt could not deliver an oscillatory pressure (delta-p) greater than 56 cmh2o, yet the age of the pt required a higher delta-p. Another 3100a was used and the therapist felt that ultimately the pt's care was compromised, but not the pt's condition.